Manufacturer narrative:
The ticket information indicates the patients sample is sid (B)(6). The alleged erroneous electrolyte result is the potassium (k) result of 7.2 mmol/l generated on (B)(6) 2019 on the architect c4000 (sn (B)(4). Retesting the sample confirmed the 7.2 result. The only assay retested for this patient was k. The distributors authorized service technician conducted an on-site investigation and concluded that the analyzer was performing normally; no issues were found with the analyzer or electrolyte testing. Instrument log analysis demonstrated that quality control testing prior to and after the patient result was generated were within range. Numerous other patient testing, including electrolyte testing, occurring on the same day generated consistent repeat results. No issues with the architect c4000 (sn (B)(4) analyzer were identified. A review of the (B)(4) service history was not able to identify or confirm any possible causes, and no subsequent complaints have been received. The trend review by the product list number found no trends related to this issue. Labeling was reviewed and contains adequate information on result flagging, maintenance and troubleshooting of erroneous results. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: sid = (B)(6).

Event description:
Abbott has been notified of a patient death through a distributor. Abbott has not received any information, acknowledgement or assignment of responsibility by the hospital regarding this event. The customer alleged treatment was provided to a patient based on erroneous electrolyte results generated by the architect c4000 analyzer. Results provided: (B)(6) 2019 sid: (B)(6): potassium = 7.216 / 7.208 mmol/l; sodium = 140.6 mmol/l. Other results provided: bun = 49.38 mg/dl; creatinine = 2.67 mg/dl; crp (non-abbott) = 242.73 mg/l. Due to chilean privacy laws, no patient details or cause of death will be provided after multiple attempts and requests have been made to the hospital.